Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: vats lobectomy. Detailed description of event: the inzii bag is too weak when used during vats procedure. The bag tears when removing it through the ribs. Space is very narrow. They therefore prefer [competitor device]. Ergonomiccaly this bag is not easy to use but the material of the bag is strong (ripstop nylon). Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: ni.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: vats lobectomy. The inzii bag is too weak when used during vats procedure. The bag tears when removing it through the ribs. Space is very narrow. They therefore prefer [competitor device]. Ergonomically this bag is not easy to use but the material of the bag is strong ( ripstop nylon). Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: ni.